Manufacturer narrative:
(B)(4). The acticon device returned for evaluation on (B)(6) 2014. Analysis results indicate there was a leak in the cuff that was the result of wear and fatigue at a fold in the cuff. The pump and balloon were not functionally tested due to the cuff leak.

Manufacturer narrative:
Add'l device info: cuff catalog #72401962 -serial # (B)(4) - exp.08/04/2011 - mfg. 04/2007. Balloon catalog #72402106, serial # (B)(4) - exp. 04/18/2012- mfg. 05/2007. Pump catalog #72402287, serial # (B)(4) - exp. 02/22/2013- mfg. 02/2008.

Event description:
It was reported that the patient had an acticon device replaced due to recurring incontinence and fluid loss. No patient complications were reported in relation to this event.